Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the peritonitis. The cause of the event, treatment details, action taken with dianeal therapy, and the patient's recovery status were not reported. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported, the patient experienced bacterial peritonitis which was manifested by abdominal pain, cloudy effluent and nausea. The cause of the peritonitis was unknown. The same day as hospitalization, the patient was treated with vancomycin (2 grams every 5 days for 11 days) for the peritonitis. The patient recovered from the peritonitis event 26 days after the event onset (previously reported as 17 days after the event onset). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The day after the event onset, the patient was hospitalized for the event of peritonitis. During hospitalization, the patient was treated with unspecified intravenous and intraperitoneal antibiotics (drug names, doses, and frequencies not reported) for peritonitis. Three days after admission, the patient was discharged from the hospital. Seventeen days after the event onset, the patient was recovering from the event. While no breach in aseptic technique was reported, the patient was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.